Event description:
It was reported that during implant attempt, after the lead was placed the competitor guidewire could not be removed. The lead was then explanted, vessel access had to be reobtained, and a new lead was successfully implanted. No patient complications have been reported as a result of this event. The lead was noted to be part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).